Event description:
It was later reported that the device was explanted and replaced due to normal battery depletion.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up is in progress. If additional information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The device met 72% of the expected longevity. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).